Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a software reset alert was observed on the device. The issue was resolved by performing a firmware download. The patient was in stable condition and experienced no adverse health consequences.